Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0-degree endoscope involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported problem. There was an attached endoscope adapter (aea) friction issue. There was also housing discoloration and the laser markings on the housing was damaged.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the operator felt that the 0-degree endoscope could not be rotated as normal. When the image on the screen and in the surgeon's console was oriented "straight", the orientation symbol looked like the endoscope was rotated. The operator also experienced image sway. They removed the endoscope and the adapter plate on the arm and reinstalled everything. When the endoscope was inserted, there was a yellow error and the robot told them to remove and reinstall the endoscope. When the endoscope was inserted, it appeared that it could not rotate in both directions when calibrating to the adapter plate. This error was repeated several times on the same occasion and a new endoscope had to be opened to continue the procedure. The procedure was completed with no reported injury.